Manufacturer narrative:
Batch review performed on 03 january 2024: lot 132202: (B)(4) items manufactured and released on 01-jul-2013. Expiration date: 2018-05-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 10 years and 1 month from the primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. The surgery was completed successfully.